Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received erroneous troponin t results for one patient. The patient had 3 separate samples drawn on the same day. Patient's troponin t results from first sample, tested same day: 4.25 (accompanied by a data flag) and 4.00 (accompanied by a data flag) the patient's second sample gave initial troponin t result of <0.010 ng/ml (accompanied by a data flag) and the result was reported. Same sample repeated gave 3.55 ng/ml (accompanied by a data flag). A third sample was drawn from the patient which gave a result of 4.94 ng/ml (accompanied by a data flag), this result was also reported. All results were generated from the same analyzer and troponin t reagent lot was 155638. Customer was unable to provide any data regarding the patient and did not know if the patient was adversely affected. No adverse events were reported. The field service representative determined a possible sample clot was the cause, he found clotted material in the sipper tube. He replaced sipper tube and ran performance tests.